Manufacturer narrative:
(B)(4). Initial reporter state- on.

Event description:
Parent reported cgm values appear to be inaccurate. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid.